Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit's device was not getting full seal.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted no defects. An incomplete seal message along with an e331 rf limit control check error message occurred when the device seal test was attempted. The unit's older 1.1.2 software may have caused this issue. T he software was upgraded to 2.1.0 but the unit powered up with an alarm and an e336 adc sync error. Log files indicated that an e214 rf pcba error took place at the same time. The e336 alarm was again produced when the flex ladder cable was manipulated. Flex ladder was replaced and the unit was powered up in an error-free state and the device seal test was then successfully completed. The issue was resolved by upgrading software and by replacing flex ladder. It was reported that the device was not getting a full seal. The reported issue was confirmed. However, the situation identified resulted in alarms which is not associated with potential for injury. This condition is likely the result of software issue. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.